Event description:
It was reported when using the pyxis medstation es system, screen remained blue and unresponsive. The customer reported that the malfunction occurred when the user tried to issue medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the power supply was defective and needed to be replaced. The field service engineer installed a new power supply and confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.